Manufacturer narrative:
A ge representative evaluated the system and the customer repaired the system. No further repair information is available. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No patient injury was reported.